Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection to the one-link needle-free IV connector is too hard and it is causing the tubing to slip and became contaminated. There was no patient involvement. No additional information is available.